Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the maryland bipolar forceps instrument sparked. The procedure was completed with no reports of patient injury. Intuitive followed up with the customer and received the following additional information: the maryland bipolar forceps instrument was inspected prior to use and nothing out of the ordinary was found. The cannula was also inspected prior to use and the pin gauge was used to inspect the cannula. The arcing originated on the jaws of the maryland bipolar forceps and it grounded on the same jaws. The surgical task being performed at the time of the event was coagulation with bipolar energy. The instrument was connected properly to the erbe generator. When the arcing occurred the instrument tips were in contact with tissue. The instrument tips did not touch any staples, clips or sutures while energized. The issue was resolved by replacing the instrument with another of the same kind. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.